Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual examination confirmed the reported event as the returned screw have the twist off still attached. Dimensional analysis of the product determined that the product, where measured, was conforming to print specifications. Review of the device history records identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information received.

Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2019-01053, 0001825034-2019-01055.

Event description:
It was reported that during a weil osteotomy, proximal interphalangeal and halux valgus arthrodesis, the twist off screws would not snap off as normal. The surgeon then deemed it necessary to use a small plate on the patient instead. No additional information is available.